Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user unable to login to the station and unable to authenticate. A technical support specialist (tss) coordinated with system engineer to investigate an active directory (ad) synchronization issue caused by permission changes during a domain migration on 28 feb. Partial connectivity was initially restored, but production servers could not fully detect the domain. The customer created a new ad synchronized service account with correct permissions, restoring sync to domain 01. Temporary user removal occurred during trusted domain testing, but all users repopulated once ad synchronized was reconnected. After facility copies were completed, validation confirmed full domain visibility, no domain rejoin was required, and the issue was resolved. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in or authenticate. All users were affected, and the station was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.